Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports the case was an 'easy' case. The device was completely dislocated into the inferior fornix. The device was removed.

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information requested. (B)(4).

Event description:
A customer reported following implantation of a micro-stent device, it appears it is 'halfway' out. During the procedure, it seemed to have been coming out and the surgeon repositioned it at the end of the procedure. Additional information was requested.

Manufacturer narrative:
It was identified the value of b1 was transmitted as null. This supplement is being filed to correct the value from null to adverse event and product problem. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened stent was received within a specimen container for the report of stent was extruding and eventually explanted and hypotony. The stent was visually inspected and was found to be conforming. The stent was dimensional measured for the outer diameter and was found to be conforming. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Photos attached to the parent complaint were reviewed by the investigation site. The photos were blurry and could not confirm the reported issue. The returned sample is visually and dimensionally conforming, therefore the device extruded and eventually was explanted as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. Possible root causes are that postoperative stent dislodgement/movement and stent explantation, as well as hypotony are established risk associated with use of the system that is clearly specified in the product instructions for use (IFU). The manufacturer internal reference number is: (B)(4).